Event description:
It was reported that left ventricular lead was too big for the vessel. The lead was removed and replaced. It was also reported that the right ventricular lead was too short for the patient. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood was noted in/on the helix mechanism. The full lead was returned and analyzed. (B)(4) no anomalies were found. The full lead was returned and analyzed.